Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support and experienced a ventricular "rupture" resulting in the demise of the patient. The patient was transferred from a hospital under the control of extracorporeal membrane oxygenation (ECMO) intra-aortic balloon pump (iabp) one day prior to the impella implant. A surgery was scheduled but was canceled due to a thrombus in aorta. Since the thrombus improved, "vsp" closure was performed. Impella 5.0 was added to ECMO due to the difficulty of withdrawal from the heart-lung machine. The physician commented that the impella 5.0 device was used after vsp and upon arrival, an artificial blood vessel has been constructed under the right clavicle. After implant of the impella 5.0, the patient was transferred to the unit for continued support. Echocardiogram was completed, it was noted the patient had right ventricular insufficiency, and the physician adjusted the ECMO flow rate while observing the movement of the right ventricle, aiming for ECMO withdrawal at the beginning of the said week. Day four of support there was a leak in the purge cassette, and the cassette was replaced. Day five of support, it was reported the patient expired due to a left ventricular "rupture," hemodynamic failure. The physician commented there was no causal relationship to the impella. No further details were provided. Based on the information at hand, as captured above, the patient had a left ventricular (lv) rupture while the impella was implanted. The ventricular rupture is probably due to the pre-morbid state. It is surmised that the patient likely had vaso intervention provided there is mention of a left ventricular rupture. It was not specified that the lv rupture was spontaneous, and it was also not specified the lv rupture was related to the impella (which would be more of a perforation). The impella 5.0 is unlikely associated with the lv rupture; however, there are not enough details to make this determination even with the physician's comment of no relationship.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.